Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery to have one (1) unknown tfna helical blade, one (1) unknown screw, and one (1) unknown tfna nail removed. The devices were removed and the patient was converted to a total hip arthroplasty. The revision surgery was required for an unknown reason. The original date of implant surgery is unknown. There was no allegation against the implants. This report is for one (1) unk - screws: locking. This is report 3 of 3 for (B)(4). This complaint is related to (B)(4).